Event description:
It was reported that the patient's right ventricular (rv) lead was fractured which led to high pacing impedance. The patient was asymptomatic. The rv lead was capped, and a new rv lead was successfully implanted on (B)(6) 2024. The patient was stable throughout the procedure.